Manufacturer narrative:
Hvad pump (B)(4) and controller (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a gradual increase in power consumption starting (B)(6) 2017, reaching as high as approximately 27 watts during that time. 31 high watt alarms were logged on (B)(6) 2017. 1 vad stopped alarm and 1 electrical fault alarm were observed on (B)(6) 2017 at 21:52:57 which were indicative of motor stator failure. 1 vad disconnect alarm was logged on (B)(6) 2017 at 21:52:58 indicating a physical disconnection of the driveline from the controller. Failure analysis of the returned controller revealed that the device passed functional testing and visual inspection. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. It is likely that the thrombus that got ingested into the pump caused the pump to stop. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: serial # (B)(4) model/catalog # 1403us, exp. Date: 2018-04-30, device available for evaluation: yes, return date 2018-01-18, device evaluated by MFR: yes. Mfg. Date: 2017-04-30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the controller con107254 passed visual and functional tests. Investigation is ongoing for the pump. Additional device added for this event: serial # (B)(4)catalog # 1403us exp. Date:30april2018 concomitant medical products: yes, 2018-01-18 device evaluated by MFR: yes method code: 10,23,3372,38 result code: 213 conclusion code: 71 this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: date MFR recieved for the initial report is 2017-07-10. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device added for this event: device: serial # (B)(4), catalog # 1403us, exp. Date: 30april2018. Device available for evaluation: no. Device evaluated by manufacturer: not returned to manufacturer. Labeled for single use: no. (B)(4). The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient had a slow increase of watts beginning (B)(6) 2017, followed by a bump in lactate dehydrogenase (ldh) to 1300 on (B)(6) 2017. Powers above expected operating range per log files. On (B)(6) 2017, watts continued to rise eventually to above 25 and patient was sent to the operating room (or) for emergent pump exchange. Of note, prior to cardio pulmonary bypass (cpb) initiation, "vad stopped, connect driveline" alarm occurred, so patient was rapidly placed on cpb. Patient with continuous right ventricular (rv) failure, rota-flow rvad circuit switched out. Superficial chest closure. Patient remains critically ill in intensive care unit (ICU). No thrombus was able to be visualized in pump upon removal. Loose myocardium was present in the left ventricle (lv) and dissected, lv thrombus also removed. Superficial chest closure. Additional information received states patient remains hospitalized, critically ill. No further information received at this time.